Event description:
Epic has new functionality allows providers to user "prescription voice ordering". The system asks organizations to confirm their list of lasa drugs that they want the system to re-prompt the user for confirmation. Example within a text message box provider says: "order adderall twice daily." Epic displays a button option " no, I meant inderal". Then it lists the adderall dosing options based on the preference list (defaulting in the pref list default dose, frequency, quantity). We're concerned about this functionality, as it feels like the concerns surround "fuzzy logic" would be here as well. Not to mention the concern over confirmation bias. Medication administered to or used by the pt: no. Pt counseling provided: unk. Ismp, (B)(4).